Event description:
Received a text message notification from cvs pharmacy: cvs has been notified that prescription true metrix has been issued an updated medical device correction by the manufacturer. More info: call your pharmacist contacted pharmacist (B)(6) at (B)(6) no one was able to assist me.